Manufacturer narrative:
(B)(4).

Event description:
The implanting surgeon's former office manager clarified that the patient's yag capsulotomy procedure was on (B)(6) 2014, not in 2015; the office manager indicated that they had not seen the patient since 2014. Decentration of the iol was observed at the patient's exam on (B)(6) 2013 and at subsequent visits, and was noted to be secondary to a slight superiorly eccentric pupil. It was also reported that the patient was nearsighted postoperatively.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting entity did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
A patient reported that following an intraocular lens (iol) implant procedure in 2015, she has been unable to see out of the operative eye at any distance. A yttrium, aluminum, and garnet (yag) laser procedure was performed in 2015 as well, however it did not improve the patient's vision. Additional information has been requested.

Manufacturer narrative:
Product evaluation: product history records were reviewed and the documentation indicated the product met release criteria. There are no other complaints in this lot. The root cause remains unidentified. (B)(4).